Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition of would not run was not determined. However, during evaluation, it was determined that the device would not reverse, locking mechanism was stiff/stuck, sticky trigger and component damage. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger and check fwd & rev mode function. The reported condition that the device trigger was sticky was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that at the start of the surgery, it was discovered that the compact air drive device engine was connected in error to the input that was not nitrogen and for this reason it did not work. According to the reporter the error was noticed and the device was then connected to the nitrogen inlet but the device still did not work even when the connection was verified to be correct. It was further reported that the trigger on the top of the handpiece device was stuck and did not work. According to the reporter the trigger on the bottom of the handpiece device was fine, but at the moment of activating the device it did not work and for this reason it was decided to use the institution's device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.